Manufacturer narrative:
A test reservoir was installed and did not lock in to place due to a completely broken reservoir tube lip. The unit was received with a cracked case at the display window corner, a broken reservoir tube lip, a minor scratched lcd window, a missing reservoir tube o-ring and cracked battery tube threads.

Event description:
The customer called in to report a cracked reservoir compartment. The customer also reported that his blood glucose levels were elevated. The customer corrected but the reading was still high. The blood glucose level was 332 mg/dl. The customer stated that the batteries were not lasting as long. The customer declined to troubleshoot. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.